Manufacturer narrative:
Investigation summary: the customer provided a picture and it was observed the label of the box. The device was returned and metal was found exposed on the tip area. Then an electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of specification. A failure analysis was performed, and it was found that there is an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The temperature issue does not represent any patient safety impact since the device is unable to deliver radio frequency (rf) energy to ablate. The root cause of the damage on tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab discovered that the lumen material was damaged with metal exposed. Initially it was reported that during the pvc operation, the temperature could not be displayed. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The issue of no temperature was assessed as a not reportable event. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The biosense webster, inc. Product analysis lab received the device for evaluation on july 3, 2019 and it was noted that lumen material was damaged with metal exposed approximately 2.3 cm from distal end of the tip dome. The issue of the metal exposed was assessed as a not reportable event. Therefore, the awareness date for this reportable lab finding is july 3, 2019.